Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The system controller pcb and user interface pcb assemblies were replaced and after observing proper operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report their device would reset on it's own continuously when powered on and never completed to power on process. This occurred following an unrelated repair to the device. The device may not be able to be used to deliver defibrillation energy if needed. There was no patient use associated with this event.